Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located around the sensor patch, creating a circle. It was stated that the patient applied the sensor on (B)(6) 2016 and on (B)(6) 2016 the patient's skin began to get dry, red and itched. On (B)(6) 2016 the patient was at the doctor for a regular check-up and mentioned the reaction to the sensor adhesive. The patient was prescribed a hydrocortisone cream 1% (fougera brand) and clotrimazole cream 1% (perrigo brand), which the patient used to treat this reaction on (B)(6) 2016. At the time of contact, the patient's reaction still exists. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.